Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the delivery system was removed and the capsule was found in the patient¿s mouth. The patient was not injured following the procedure.